Manufacturer narrative:
The customer did not return the suspected product. Therefore, in-house contour next meter was tested with the in-house contour next test strips and control solutions. Lot #s 8bv2g32 and 8bv2g33 of control solutions found in quality laboratory with expiration date of may-2020 were selected to perform in-house testing. All readings obtained during in-house testing were within specifications and properly marked as control readings in the meter's memory. Additionally, a device history record was reviewed for the suspected contour next link meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer called ascensia diabetes care to seek help with her contour next link meter. As a part of troubleshooting, the call center agent asked the customer to run control tests. The customer performed control test and obtained a reading of 89 mg/dl at 10:00 p.m. On the contour next link meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. Replacement meter and test strips were sent to the customer.